Manufacturer narrative:
(B)(4). The device was subsequently explanted and returned from a competitor approximately four years later. There were no additional allegations or complaints. The device is currently in analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the battery status of the device was unable to be obtained. Using the explant date as the elective replacement time (ert) date, the device passed labeled longevity. The exact ert date could not be determined due to multiple device resets that occurred at or post-explant. The device passed all testing throughout analysis and was found to meet specifications for normal battery depletion as well as normal operation. Please note, factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate.

Event description:
Boston scientific crm received information that seven months ago this device was checked and the longevity remaining showed 5 years. Now, the device has reached elective replacement time (ert). Technical services (ts) was contacted and stated it seemed odd that the device showed 5 years remaining at the last check when this is a 6 year estimated longevity device and the device has been implanted for 5 years already. Ts asked what the outputs were set at and they are 2v in the ventricle. Impedances are stable as well. The health care professional that called to discuss requested a device interrogation. Ts referred her to the physician for this information.

Manufacturer narrative:
The device remains in service at this time. There is no further information available. Should additional information become available, this event would be updated as necessary.